Manufacturer narrative:
Date of event was reported as follows: change in therapy was of an unknown date ("fall some months ago"), high impedances was discovered on (B)(6) 2016. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information received from the manufacturer¿s representative reported that impedances were taken on the patient¿s implantable neurostimulator (ins) system and contacts 6, 9, and 10 were out of range (with a reference contact of 0). The patient had an appointment with the representative because they reported that they were not getting good stimulation and the high impedances (>10,000 ohms at 0.7 volts on contact 10) were discovered at that time. The stimulation issue was described as a loss of comfortable therapeutic stimulation in the low back and legs. The patient stated that they had a fall some months ago and the stimulation changed as it was not providing relief. Multiple programs were attempted with no success achieved. Per the healthcare professional (hcp), x-rays taken showed that nothing appeared to have moved in relation to the paddle lead location. The physician stated that the ins system was functionally intact and would not offer surgical intervention. No surgical interventions occurred or were planned. The issue was not resolved at the time of report. The issue was reported as resolved at the time of report and the patient status was not as ¿alive ¿ no injury¿. The indications for use for the implanted device were noted as radiculopathy and spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen on (B)(6) 2017 and they stated that the stimulation was an aggravating feeling despite many different programing changes. It was noted that the cervical coverage was adequate but the thoracic coverage was not the same as it was before the fall. Lastly, the rep reported that both implantable neurostimulator (ins) battery sites were burning with the stimulation was turned off. X-rays showed that there were no changes from implant and the healthcare provider (hcp) decided to explant both systems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.